Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 ((B)(4)). (B)(4).

Event description:
Customer reported receiving a reading of 89 mg/dl on her precision xtra blood glucose meter which was lower than a reading of 290 mg/dl received on her healthcare provider's meter. It is unknown how much time had elapsed between the two readings. It was further reported customer experienced nausea, polydipsia, vertigo, blurred vision, diaphoresis a "dry mouth" and a headache. Customer self-presented to her healthcare provider and was diagnosed with severe hyperglycemia, but received no third-party medical intervention. Customer self-treated by taking her usual diabetes medication, glimepiride 4 mg. In addition to drinking water. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.